Manufacturer narrative:
A4 weight: patient was not overweight, no exact number was available. H10: engineer evaluation: the device was not returned to w. L. Gore & associates for investigation. A fistulagram and ultrasound images of the reported device were attached to this case in smartsolve. The engineer evaluation is as listed: the serial number of the device was provided; therefore, the device history record was examined. However, no potential root causes attributable to the manufacture of the device could be identified. The case description could not be confirmed. The specific identity of the device could not be confirmed as the images could not be accessed for evaluation. The evaluation found no anomalies attributable to the manufacture of the device. A1: updated patient identifier to (B)(6). B4: updated event summary. B7: added medical history.

Event description:
The following was reported to gore: on (B)(6) 2023, a gore® acuseal vascular graft (acuseal graft) was implanted in the brachial artery to be used as an arteriovenous graft (avg graft). The first follow up was on may 17, 2023, where the graft appeared to be fine in imaging. However, during dialysis, the patient's blood pressure appeared to be high. On september 11, 2023 an additional follow up imaging took place where the graft appeared delaminated. Reintervention took place on (B)(6) 2023, and two viabahn devices were placed to re-line the inside of the acuseal graft. In spite of that, the graft still appeared to be delaminated and not working properly. Reason for delamination is unknown.

Manufacturer narrative:
C1: lot number of the device was added. D4: corrected primary UDI number. H3 other code: as the device remains implanted, no further investigation of the device can be performed. Product history review: a review of the manufacturing- and heparin coating- records indicated the lots met all pre-release specifications. A formal investigation was initiated on (B)(6) 2025. This investigation will include a CAPA request to determine if corrective or preventative action is required, an assessment of risk documents, a complaint query, and a detailed manufacturing review. Gore is prioritizing the investigation to ensure a swift and thorough resolution, recognizing the critical importance of patient safety. We are working diligently to determine the outcome of the analysis. The investigation will be finalized by (B)(6) 2025, and final conclusions will be provided thereafter.

Manufacturer narrative:
H6/code c19: a review of the manufacturing records indicated the lots met all pre-release specifications. H6/code b14: device remains implanted, therefore direct analysis was not possible. A2 and a4 were requested but not made available at this time. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Instructions for use for: gore® acuseal vascular graft vascular access procedures the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a gore® acuseal vascular graft was implanted in an unknown anatomical location for an unknown treatment. The first follow up was on (B)(6) 2023, where the graft appeared to be fine in imaging. However, during dialysis, the patient's blood pressure appeared to be high. On (B)(6) 2023 an additional follow up imaging took place where the graft appeared delaminated. Reintervention took place on (B)(6) 2023, and two gore® viabahn® endoprosthesis devices were placed to re-line the inside of the acuseal graft. In spite of that, the graft still appeared to be delaminated and not working properly. Reason for delamination is unknown at this time.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in (B)(6) 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: include additional use errors that may contribute to delamination, and add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.

Manufacturer narrative:
E1: added physician details.